Manufacturer narrative:
It was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device was not completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon removal difficulties occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was predilated with an unk device, however after pre-dilation the physician did not observe a significant decrease in stenosis. The physician advanced a 3.0x38mm taxus liberte stent delivery system (sds) and deployed the stent at 12 atms for 10 seconds in the lesion. Again it was noted that there was no signification change to the lesion; the lesion could not be inflated due to the calcification. Before withdrawing the sds, the delivery balloon was completely deflated. However, during removal the balloon got stuck in the part of the lesion which was not inflated well. While attempting to remove the device, the distal shaft of the sds became stretched. The physician withdraw the sds together with the guide wire. The stent remains implanted and was not affected during the procedure. After post dilating the lesion, the stenosis was reduced to 0%. No pt complications were reported. The pt's current condition is listed as "stable".